Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient pocket site was infected. The patient submerged in a bathtub a few days after implant. Surgical intervention took place where the system was explanted to address the issue. Currently the infection has cleared.